Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The tech found the head section brakes inoperable. He replaced the plastic bushing and the caster support to repair the bed.